Event description:
Allergan aesthetics received a report of a patient treated back on (B)(6) 2020 with coolsculpting coolcurve plus may have developed paradoxical hyperplasia (pah/ph).

Manufacturer narrative:
The reported device coolcurve plus is included in voluntary recall. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient treated back on (B)(6) 2020 with the coolsculpting coolcurve plus applicator who may have developed paradoxical hyperplasia (ph).